Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, approximately 2 years and 7 months post implantation of a 23 mm sapien 3 valve in the aortic position, a valve in valve was performed with a 23 mm sapien 3 ultra valve due to deterioration. Medical history provided stated the patient was recently presented with > 4 m/sec velocity and 40 mm hg gradient on echo (B)(6) 2015. On tee pre-procedure, noted stenosed leaflets with moderately decreased leaflet mobility and mild central ai, moderate pvl. The team did not repeat a CT. The patient has been on chronic antiplatelet agents (plavix and aspirin) and treated with eliquis without resolution of the gradients. Successfully implanted a 23 mm sapien 3 ultra valve. Patient tolerated the procedure well with no complications. She was transferred to recovery in a stable and satisfactory condition.

Manufacturer narrative:
No product returned engineering evaluation performed. As the valve was not returned, no functional, directional testing or visual inspection could be performed. No imagery was returned for evaluation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Based on the complaint history review, the following potential root causes were identified: patient factors (hyperlipidemia). All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Edwards commander delivery system with s3, IFU and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The complaints were confirmed based on provided medical report. A review of DHR, lot history, complaint history review, and manufacturing mitigation's did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 2 years and 7 months post implantation of a 23mm sapien 3 valve in the aortic position, a valve in valve was performed with a 23mm sapien 3 ultra valve due to deterioration. On tee pre-procedure, noted stenosed leaflets with moderately decreased leaflet mobility and mild central ai, moderate pvl.'' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had hyperlipidemia per medical record, and these may have accelerated and amplified the process of valve re-calcification. When a heart valve becomes calcified, the leaflets become stiff (less mobile in opening and closing) and eventually lead to valve stenosis and central regurgitation. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.